Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was of 370 mg/dl. Customer¿s blood glucose level was 355 mg/dl, at the time of incidence. Customer was treated with manual injection for high blood glucose level. Customer was assisted to troubleshoot for high blood glucose level. Customer reported that the insulin was automatically delivered by auto mode. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, broken battery tube threads, end cap address label fading and minor scratched lcd window. (B)(4).